Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/01/2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 03/16/2017. Complaint for a low transmitter battery could not be confirmed, however, permanent los of connection was found and confirmed. The root cause could not be determined, post investigation. Based on the findings of a permanent loss of connection this is now reportable. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it passed, resulting in 0.21 volts discharged. A pairing test was performed on the transmitter, with the (B)(6) bluetooth pairing device and it passed. A functional test was performed on the transmitter and it passed. Share data logs were reviewed, finding nothing related to the customer complaint. The complaint of pairing issue could not be confirmed. The root cause could not be determined post investigation.